Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photos identified red particle material on the shell and an opening on the radius side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported right side rupture. Healthcare professional reported "shrinkage of right breast" and "enlarged lymph nodes in axilla". The following events are not related to the device "post-inflammatory granulomas", "tiny hepatic cyst in right lobe", "breast cancer". The device has been explanted. "Small nodules scattered in both lungs".

Event description:
Patient reported right side rupture. Healthcare professional reported "shrinkage of right breast" and "enlarged lymph nodes in axilla". The following events are not related to the device ¿small nodules scattered in both lungs", ¿breast cancer¿, ¿post-inflammatory granulomas¿ and ¿tiny hepatic cyst in right lobe. The device has been explanted.